Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. A hole in the cuff was identified in each of the samples upon visual inspection. The root cause was identified to be the hole in the cuff. As a result, no action was taken due to the condition of the device. It was deemed to be beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the first tracheostomy tube exhibited a leak on the next day after the placement. The second tracheostomy tube also exhibited a leak on the next day after placement. The issue was resolved after changing the tracheostomy tube to a bivona tube. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The following fields, including the investigation summary, were updated with corrections: h6. Type of investigation: b01, b14 investigation summary: two samples were returned for evaluation in used condition, in a plastic bag. During visual inspection, a hole in the cuff was identified in each of the samples. The failure mode of ¿leaking¿ was confirmed. CAPA-(B)(6) was opened on (B)(6) 2022, to address the root cause investigation for "cuffed products do not maintain inflation and leak". A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.